Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Event description:
The user received erroneous troponin t results for one pt sample in a polystyrene 16 x 75 mm tube. The initial result was less than 0.010 ug per l. The user stated they repeat all results from previously unk pts. The repeat results were 0.095 and 0.094 ug per l. The initial result was not reported. If additional info is received, appropriate notification will be provided.